Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6: work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4). Manufacturer narrative comment: there was no damage reported to have been noticed during the inspection required by the dfu prior to use and preparation, which suggests a product deficiency did not contribute to the reported difficulties.

Event description:
A healthcare professional reported that during an implantable collamer lens (icl) implantation procedure, the lens tore/broke during injection delivery into the eye. The lens was removed intraoperatively. In a separate surgery a replacement lens was implanted. This resolved the problem. Cause of event was reported as unknown.